Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, the likely cause was problems with the motor e-box, and battery plate, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and adjust to the device, and it will be repaired and returned to the customer.

Event description:
It was reported by a MFR service tech that the handpiece began leaking an oily substance during routine testing of the equipment. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.